Event description:
It was reported that the patient presented in emergency room in complete heart block. The patient was feeling dizziness over the past week. The device was failed to be interrogated. The physician suspected the device battery was completely depleted but did not believe it was premature battery depletion. The device was explanted and replaced. The patient¿s condition was stable.

Manufacturer narrative:
The reported field event of failure to interrogate was confirmed since battery have reached end of service caused by normal usage. The device was tested on the bench, and no anomalies were found.